Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered due to wear on the angle wire caused the forceps not to rise, bending of angle wire, and the forceps elevator had foreign material, which was attributed to insufficient cleaning of the device. Additionally, the adhesive on the black covering of the bending section was detached, plastic distal end cover had dent, a s-cover/ connector, connecting tube, sw-1, switch box, universal cord had a scratch. The light guide lens had a scratch and was dirty, s-cylinder was shaved, and the connecting tube had a wrinkle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, low angulation on the evis exera ii duodenovideoscope. There was no harm or user injury reported due to the event. During the evaluation of the device, the forceps elevator has foreign material, which is a reportable malfunction. This report is being submitted as a MDR based on this evaluation result.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 06-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we were not able to specify the cause of the event. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.